Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that there was fluid accumulation present at the paraspinal incision. It was unknown if any environmental/external/patient factors led or contributed to the issue. At surgery it was noted that pus was found in both incisions and the intrathecal catheter and pump were both removed due to infection. A tyrx envelope was placed under the pump during surgery and it was noted that replacement of the devices was planned for the future. The patient was reported to be alive with no injury; it was unknown if the issue was resolved at the time of this report. The devices were discarded and would not be returned for analysis. No further complications have been reported as a result of this event.